Event description:
A hemodialysis facility has reported that blood was noted to be leaking out of the end cap of the dialyzer midway during treatment. The ebl was 500cc's, however, less than 10cc's had leaked externally, the remaining blood loss was due to the circuit not being returned to the pt per facility protocol. The pt had an h&h drawn and the results showed a drop by 0.5 and have remained within normal limits. The pt received no medical intervention and continues of dialysis without further incident.

Manufacturer narrative:
(B)(6).